Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery was found to have a bent connector pins. Pins 1, 2 and 3 were bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pins cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The pt received a replacement battery pack.

Event description:
A review of a (B)(6) male pt's download revealed several battery faults. The pt was contacted and was issued a replacement battery pack.